Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and found during priming that the reagent probe a leaked out the bottom of collar wash vacuum valve. The fse replaced the collar wash vacuum valve to resolve the issue. (B)(4).

Event description:
The customer reported cartridge chemistry tests failed calibration and reagent probe a leaked on their unicel dxc 600 pro synchron system. An unknown 100 milliliters (ml) fluid leaked on the floor under the instrument. The operator wore gloves, a lab coat and eye protection while troubleshooting. No one was injured or exposed. No erroneous results were generated.